Event description:
A customer error messages (0102 tip scan failure and 4111 reagent (test) cup-tip lane home detection failure¿ on the aia-2000 analyzer. The customer reseated the tip trays and no obstructions were noted. The tip pickup arm is hitting the tip trays and making an audible noise. The technical support specialist (tss) instructed the customer to perform an all-set-home, but errors persist. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for cardiac troponin I (ctnl 2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs. The fse verified the sample treatment cup (stc) and standardization test cup (std) lanes for obstructions and none was noted. No problems were observed when verifying for possible cups and tips in lane areas. The analyzer was working upon fse arrival. Fse could not determine the cause of the reported event. Fse validated the analyzer by successfully performing a cup transfer macro and quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. Aia-2000 operator's manual on the appendix 4: error messages: (0102) tip scan failure cause: mechanism error occurred during tip scan. Measuring operation is suspended. Solution: open the tip sorter door, inspect the interior, and close the drawer. Measuring operation will then resume. (4111) reagent (test) cup-tip lane home detection failure cause: the home sensor failed to activate after the reagent (test) cup-tip lane moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event could not be established; errors and noise cleared upon fse arrival.